Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, trace paravalvular leak (pvl) was noted and no treatment was reported. No adverse patient effects were reported. Additional information was received that during the valve implant a perforation of the left ventricle with cardiac tamponade was observed. Surgical repair was performed. No additional adverse patient effects were reported. Additional information was received that the perforation was caused by a non-medtronic guidewire and resolved with a sewing point. No additional adverse patient effects were reported. Additional information was received that the paravalvular leak (pvl) was moderate. No treatment was reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.